Manufacturer narrative:
The reported event could be confirmed since the device was returned and matches the alleged failure. Device inspection revealed the following: the received locking drill was visually inspected and found to be in good condition overall with slight nick and dent marks on the cutting flutes. The dimensional analysis showed that the device is out of specification and non-confirming. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. The returned product was sent to the manufacturing cell and verified that the device was out of specification, but the device was checked one hundred percent from the manufacturing before dispatch which ruled out the manufacturing concern. The initial product delivery images are not available which could have ruled out any possible damage to the packaging during transportation due to that a specific root cause could not be established. If any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "the brand new drill (first drill) was set with power tool and was made a test, the physician found the tip of drill was eccentricity. They replaced with new one (second drill) and it was no eccentricity using same power tool. The physician reported the first drill had a problem."

Event description:
As reported: "the brand new drill (first drill) was set with power tool and was made a test, the physician found the tip of drill was eccentricity. They replaced with new one (second drill) and it was no eccentricity using same power tool. The physician reported the first drill had a problem."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.